Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 108 mg/dl. The displacement test could not be completed during troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, prime test, operating currents, self-test and off no power. However, unit received with stuck in motor error alarm loop during bolus delivery. No motion sensor test failed alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.